Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. Fse report - intermittent fail leak test. Verified o-rings, flow sensor and diaphragm are good. Replaced base assembly. Performed extended self test (est) and operational verification procedure (ovp). The unit is meeting all manufaturer specifications.

Event description:
The customer reported while performing a leak test, the device fails intermittently. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela base assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a leak due to worn silicone o-rings on the bottom of the base assembly.